Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the rotational acetablular osteotomy (rao) surgery for femur. During the surgery, when the surgeon tried to insert the first cancellous screw with the washer, the washer broke into two while the surgeon finally locked the screw. The fragment was removed completely. The surgeon tried to insert the second screw with another washer and inserted them successfully. Then surgeon wanted to re-insert the first screw with a new washer, therefore, he removed the first screw and tried to re-insert the screw with a new washer, but the washer broke, too. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed within thirty (30) minutes delay, but it is unknown how the surgery was finished. Patient outcome is reported as stable. No further information is available. Further it was reported that the surgeon was concerned about changing the fixation method from the original plan. Concomitant device reported: unknown cancellous screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) washer 13.0mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection: investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the washer is broken in two pieces, this thus confirming the complaint description. In addition, the washer seems to be bent before it broke, as there is some material visible which is deformed, and this indicates a deformation before the part breakage. Dimensional inspection: the measure result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on the DHR review we are able to confirm that the right raw material got used. Summary: the complaint is confirmed as the washer is broken, as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints database shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that high applied mechanical force led to this damage or/and that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 419.990s, lot number: 3l39396, manufacturing site: raron, release to warehouse date: mar. 04, 2019 , expiry date: feb. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.